Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon waking up, the customer experienced an elevated blood glucose (bg) level of 559 mg/dl. Reportedly, the customer delivered a 10 unit bolus to address the bg level. Tandem technical support educated the customer on the bolus calculations of the pump and insulin on board (iob). System check was performed and showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.